Manufacturer narrative:
(B)(4) g2: foreign - event occurred in thailand. Functional testing of the returned product found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There did not appear to be damage to the wiring of the pack. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, when the start button was pressed, the device did not operate. The battery was replaced; however, the device still did not function. There were no consequences or impact to the patient were reported. Evaluation of this device later found that the batteries had leaked electrolyte inside of the pack. Due diligence has been completed and no further information has been provided.